Event description:
Event is reportable based on product analysis completed on 07/28/2009. It was reported that during a carotid artery stenting procedure, catheter difficulty loading on a wire was reported. The lesion was located in the carotid artery. The lesion details are unk. The maverick 8x5.0 mm balloon was used in the procedure and was unable to load onto an unspecified wire. The procedure outcome is unk. No pt injuries or complications were reported. Add'l info has been requested and is not available. However, product analysis revealed a shaft break.

Manufacturer narrative:
The returned device contained a stopcock attached to the manifold and the balloon distal assembly missing. The catheter shaft was fractured approx 118 cm from the strain relief at the proximal end of the device and the portion of the device distal to the fracture site, including the balloon and distal tip, was not returned. Microscopic exam of the shaft material at the fracture location did not reveal any evidence of material or mfg deficiencies that could have contributed to the shaft fracture. There is no evidence of stretching/elongation at the fracture site. The mfg batch record review confirmed that the device met all material, assembly, and performance spec. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).